Manufacturer narrative:
The product was returned cut in two pieces with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. The sheath was over the catheter and covering half the balloon. A catheter tubing kink was observed near the y-fitting at approximately 75.9 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane approximately 3cm from the rear seal and measuring approximately 0.03cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon leaked and blood was noted in gas line. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon leaked and blood was noted in gas line. There was no reported injury to the patient.